Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was mildly calcified, moderately tortuous and 90% stenosed. The nc trek balloon catheter was advanced to the lesion and during the first inflation to 8 atmospheres, the balloon ruptured. There was no reported adverse patient effect and no clinically significant delay in the procedure. A new nc trek was used to complete procedure. No additional information was provided.